Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report #: 3004209178-2014-83027.

Event description:
Customer stated that he is having problems with infusion sets; problem with the tubing. Customer is using the silhouette infusion sets. Customer has been running high. Customer disconnected and ran three units and nothing exited the end of the tubing. Customer removed the reservoir and insulin leaked out of the reservoir compartment. Customer reported a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 600 mg/dl. Diagnosed diabetes ketoacidosis. Customer had ketones. Nothing further reported.